Manufacturer narrative:
Vyaire complaint #: (B)(4). The vyaire failure analysis lab received the suspected device/component and performed a failure investigation.the reported complaint was confirmed through the events log and not duplicated during functional check. The combination of xdcr faults at power-up with the successful calibration of all transducers indicates that the auto-zero solenoids can be slow to respond. Slow solenoids can intermittently result in a bad auto-zero calibration at power-up and operational auto-zero checks. Change order # 101543 was implemented in order to address the issue of the sticking solenoids. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative went onsite to evaluate the device. The main board was replaced however the ventilator problem was not resolved. The ventilator will undergo additional evaluation. The main board that was replaced has not yet been received for evaluation. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 as additional information becomes available.

Event description:
It was reported to vyaire that on start-up, the vela ventilator ventilation experienced a transducer fault. The event log was reviewed and showed xdcr fault. The customer advised there was no patient involvement associated with this event.

Manufacturer narrative:
(B)(4). A vyaire field service representative (fsr) went onsite and installed a main board. The ventilator failed the exhalation valve characterization. The fsr determined the tube on the transducer was loose and he reseated it. The field service representative performed exhalation valve characterization and the unit passed. The operator verification procedure (ovp) was performed and the ventilator was calibrated, all passed. The field service representative confirmed the ventilator met all vyaire manufacturer specifications. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.